Event description:
Pt had pcd in 2004 placed due to chronic atrial fibrillation. In 2005, pt noted irregular pulse and study done revealed inappropriate function of right ventricular lead. In 2005 ventricualr and atrial lead found to be essentially nonfunctional.